Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized; cause was not provided. A blood glucose level was not provided. Reportedly, customer had ketones; amount was not known. Customer declined troubleshooting with tandem technical support and declined to provide further information.. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.